Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery stopped alarm due to monitored nitric oxide (no) > absolute max of 100 ppm (actual 150 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 1754 counts). Then no cell was replaced as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2017, a mallinckrodt internal employee discovered a delivery stopped alarm followed by a failed low no cell calibration during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.